Event description:
It was reported that the cannula did not deploy as intended when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 93 pulses before deactivation. The pod delivered an expected amount of pulses in each priming sequences, as well as 37 additional non-priming pulses. The release bar was held down by the ratchet gear, and the needle mechanism component were in the not deployed state upon inspection. The ratchet gear was manually deployed, and the needle mechanism fired as intended. Upon resetting the device, the cam finger was observed to be elevated, preventing the slide insert from being able to move to its non-deployed position. The elevated cam finger did not prevent the slide retract from moving as intended while continuing to advance the ratchet gear. It could not be conclusively determined what prevented the cannula from deploying as intended, or if the inadequate cam finger was a manufacturing defect or a result of the device failing to deploy as intended.